Event description:
Pt with calcified arteries which was noticed before the cutdown was performed. There was difficulty inserting the sheath. The physician performed a reverse dilation successfully. After removing the sheath the physician noticed a hole in the sheath. He indicated that the calcified plaque may have torn a hole in the sheath. During ballooning of the artery, the artery tore, resulting in massive blood loss which was approx 2000cc. The ancure device was deployed, but was 1cm lower than the original planned site. The pt was converted to an open procedure, and the aneurysm was repaired. The pt's blood pressure continued to drop, and the pt was unable to be resuscitated. The pt subsequently passed away.